Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. Operator of device: nurse initial reporter also sent report to FDA is unknown. Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that no disposable clamp tubing alarm occurs. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d1: brand name: cadd legacy pump. D2: product code: frn. D2: common device name: pump, infusion. H5: labeled for single use: no.